Event description:
It has been reported that the AED is not functioning properly.

Manufacturer narrative:
This issue was previously reported on pr 10300157 with MDR 3030677-2020-00392. The device investigation is pending.